Event description:
The introducer sheath was broken when taken out from the pouch. The coil was attempted to be inserted into a microcatheter; but it could not be advanced through. Failure analysis of the returned device discovered that the distal section of the coil was stretched.

Manufacturer narrative:
The sl-10 microcatheter and the hemostatic valve were not returned. The coil was returned unsheathed and exposed. The coil was found to have been severely damaged. The distal section of the coil was stretched and the cerecyte suture was severed from the coil's ball tip. The coil's socket ring has been bent distally toward the proximal end of the coil. Located at the proximal end of the green introducer is a double connected kink. This is the only damage found on the sheath. The distal kink on the green introducer lines up with the rhv. The root cause of the coil's introduction difficulty into the microcatheter cannot be determined. The only sheath damage found occurred at the proximal end of the green introducer. This section was found to be kinked in the area that aligns with the rhv's rubber gasket. However, the circumstances of how this damage occurred cannot be determined. In addition without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. Review of the manufacturing documentation associated with this lot revealed no anomalies related to the reported complaint. Therefore, no corrective action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.